Event description:
Patient was implanted with a locking clavicle plate on (B)(6) 2012. The patient returned to the operating room on (B)(6) 2013 for removal of the plate and screws due to a new fracture located on the other side of the plate. The original fracture had healed. A new plate was placed on the new fracture spanning the healed fracture. This complaint is on the plate. This is 1 of 7 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis.. Review of finished product device history record (part number 02.112.082, lot number 6879803, (B)(4)) determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented. Review of the raw material device history record (part number 19027, lot number 6825803, and (B)(4)) determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.